Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was selected for use. However, during preparation, the balloon catheter shaft detached when the balloon protector was removed. There was no patient involvement.